Manufacturer narrative:
(B)(4). A philips field service engineer evaluated the device and confirmed the failure. The field service engineer replaced the processor pca to resolve the problem. The device passed all performance assurance tests and was placed back into use.

Event description:
The customer reported the device will not shock after running the opcheck. There was no reported pt involvement.